Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and an alert had triggered due to a high number of short interval counts (sic). The patient was found to be in atrial fibrillation (af) with rapid ventricular response when seen at the hospital the day following the alert. The rv sensitivity was reprogrammed with no sensing issues noted. The lead remains in use and no patient complications have been reported as a result of this event.